Event description:
It was reported that the patient presented to the hospital with intermittent loss of consciousness and blackouts. Subsequent interrogation and holter monitor testing found the pulse generator to exhibit intermittent inhibition and also erratic impulses and a-v delay variations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.